Event description:
The allis grasping forceps broke while performing a laprascopic oophorectomy. The doctor was biting down on a fallopian tube with the allis graswping forceps when one of the grasping claws of the forceps broke off inside the patient. The doctor tried, but was unable to locate the missing piece. The piece was located and surgically removeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.